Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic stimulation. Patient noted feeling a tingling on the left side that comes and goes and has been going on for a while. The lead was reprogrammed and remains in use. The patient is enrolled in the adapt response clinic study. No further patient complications have been reported as a result of this event.